Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/17/2015. The fse found that the sample head had moved from its proper position downward about 2 mm causing the dripping into the sample tube. The fse adjusted the height of the sample head back to the correct position and resolved the problem. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that the cytomics fc 500 mpl flow cytometer was leaking a small amount of sheath fluid into the sample tube. The volume of the leak was about 1ml and was contained on the carousel base. There was no death injury or change to patient treatment associated with this event. There were no erroneous results generated in association with this event. The customer was wearing ppe consisting of a lab coat, goggles, and gloves at the time of the reported event. There was no exposure to open wounds or mucous membranes.